Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 350cc, catalog number 3501655, serial number (B)(4), lot number 5948817. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 350cc and experienced deflation on the right breast implant. The deflation was confirmed by the healthcare professional by the physical exam. As a result, the patient had undergone explantation on (B)(6) 2017.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the patient tolerated the procedure well and was in a good condition after the surgery. The replacement devices were saline mentor moderate plus 350cc breast implants. The patient had bilateral removal and replacement. The new breast implants were filled to 420cc. In addition, the deflated implant was not the right implant but the left breast implant. The correct catalog number for the affected device was 3501655, serial number is (B)(4), lot number is 5948817, saline mentor smooth round moderate profile 350cc. The right breast implant was intact. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The device explantation date was (B)(6) 2017 and the implantation date was (B)(6) 2010. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant product was the right breast implant, saline mentor smooth round moderate profile 350cc . Catalog number 3501655, serial number (B)(4), lot number 5969104. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/13/2018, it was reported to mentor that the device history record (DHR) of lot number 5948817 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).